Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, an x-ray showed late right diaphragm block. The patient's hospital stay was extended. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.